Manufacturer narrative:
During follow-up, the patient said she noticed no defects or malfunction with the ultra14 catheter.

Event description:
Intermittent catheter patient (user) said she thinks she's allergic to the catheters and it burns when she inserts them and she had a bladder infection for the last month. During follow-up, the patient said was treated several times with the same antibiotics, but the infection had returned each time after about a week or two. She said she was sensitive to the lubricant and had to change to a catheter with a different lubrication. She is in the process of getting a new antibiotic.